Manufacturer narrative:
E1: name: medtronic minimed. Country: united states of america. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the patient experienced a high blood glucose event on (B)(6) 2026 due to leakage at the infusion set tubing and was treated with a corrective manual insulin injection.